Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that old style latches malfunctioned in the tower. A field service engineer replaced the latches with new style latches. The field service engineer verified the operation and user access through the med application, ensuring storage space recovery and conducting an inventory count. The system functioned as intended after the field service engineer rectified the issue. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 sensor reacts as if the door was closed after opening for medication removal. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.